Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had elevated sensing integrity counter (sic) counts, inappropriate therapy, oversensing and t-wave oversensing (twos). Follow up indicated no intervention was done. The lead is still in use. No further patient complications have been reported as a result of this event.